Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The getinge fse replaced the helium regulator assembly with a new one, checked the functionality and handed over the machine in working condition while keeping the device under observation. The defective parts replaced were scrapped. The unit was checked again on a later date and still found the helium leaking. After checking the unit the fse found the non return valve (nrv) for helium regulator defective and needs to be replaced. The fse stated that part (nrv) for the helium regulator has not been received at this time.

Event description:
N/a.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) helium leaking from the machine. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(postal code): (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium regulator and nrv, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.